Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump felt hot to touch. The customer's blood glucose (bg) level was in the 200-300 mg/dl range and an injection of insulin was used to address the bg level. The customer was to use insulin injections to manage diabetes.